Event description:
The patient was admitted to the hospital after the replacement for a few days while her dose was titrated. This was normal protocol for all patients that had a catheter replaced by this surgeon. The patient did well for one day after discharge. See manufacturer¿s report # 3004209178-2015-02709 for subsequent events.

Event description:
It was reported that the patient¿s pump was nearing the elective replacement indicator (eri) and was having the pump replaced. The patient experienced increasing spasticity that had not been responding to dose increases. She did not remember when the spasticity began to increase. No dye study or diagnostic studies had been done. There was no spontaneous cerebral spinal fluid (csf) backflow. Upon exploration, it appeared that the catheter was ¿transacted¿ about an inch past the 8598a revision kit connection. All the segments of the old catheter were removed and a new catheter was implanted. Reportedly, there was no event that might have caused the catheter issue. This device system had delivered compounded baclofen. Additional information was requested to determine the patient¿s current status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8598a, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8711, lot# n154012033, implanted: 2008 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).